Manufacturer narrative:
Concomitant medical products.: 6937a-35 lead, implanted: (B)(6) 2004; 6943-65 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reporting hearing beeping and wondered if it was coming from the implantable cardioverter defibrillator (ICD). The alert was indicated to have been triggered due to high impedance on the epicardial patch rv coil and svc coil and in the rv tip to coil pacing impedance measurement. A fracture was suspected. Reprogrammed was performed to turn the lead off. A replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was capped and replaced.